Event description:
The manufacturer was made aware of a user of ds2adv auto CPAP alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and/or headache. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.